Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, in which the anchor attempted to post on the device tip. The dried blood prevented the anchor from posting on the sheath tip. The anchor is manually pulled, deploying the anchor, collagen and suture. The returned sample appeared to have been used and contained the anchor. The returned device was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.

Event description:
Terumo medical corporation received the reported information. When the operator attempted to deploy the angio-seal the entire system came out of the patient (footplate, plug, and suture). Both clicks were achieved. Manual pressure was held since access was lost. Additional information was received on 20oct2025: the procedure was a y90 using a 5fr sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, case went extremely smooth until the incident with angio-seal. There were no issues with insertion or deployment of the device besides the entire system coming out. Hemostasis was achieved by manual compression since the angio-seal did not activate.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiology tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.